Event description:
On 25th september 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that there was a defect across the centre of the lens immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a defect across the centre of the lens was observed. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The patient is reported to have corneal swelling. The device has not been returned to rayner; however, a photograph of the explanted lens has been provided for review. The photograph shows that there are multiple cuts across the mid-line of the iol optic. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 065271988 showed that all manufactucturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 065271988. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.